Event description:
N/a

Manufacturer narrative:
Corrected data: e1 (event site address, event site name, city, state and postal code) updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit at onsite on 26-october. Fse had replicated the user complaint. Then fse had replaced the safety disk, drive side (safety disk) and successfully completed an all manifold test. Nothing unusual was being identified in the logs, attached for reference. The unit had been calibrated and it had passed all the functional and safety tests as per the factory specifications. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of safety disk leak test fails. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department performed all manifold test, 30 psi transducer and tested all solenoid. All tests passed within factory specification. The failure analysis and testing department could not verify the failure message of safety disk leak test fails. Safety disk passed testing. Retaining safety disk in the fat dept, per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Event description:
It was reported that during post patient care , the cardiosave intra-aortic balloon pump (iabp) unit failed leak test . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)